Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye noted fluid inside the housing because the bladder was ruptured. When the bladder ruptured, fluid from the ruptured bladder would be contained inside the housing. The ruptured bladder was examined for signs of abnormality that may have contributed to the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the rupture could not be determined; however, the probable cause is due to the inherent variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the bladder. This issue was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.